Event description:
It was reported that during the implant procedure that the lead had high impedance. The screw did not appear to extend under fluoroscopy. The lead impedance was measured at greater than 3000ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.